Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the high drain alarm. The cause could not be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
A high drain error 101 (night drain #1) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 14:32:58. This information meets iipv criteria. No additional information is available.